Event description:
It was reported that a spectrum pump experienced an air in line alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air in line alarms through the history log, but could not reproduce it during evaluation. The upstream sensor was replaced as it is a known contributor to the reported symptom.